Manufacturer narrative:
Customer was provided with a loaner unit, while it is being returned to the company's repair center.

Event description:
Customer reported the v series monitor reboots and freezes, which may have resulted in loss of primary monitoring. No patient injury was reported.